Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest deviceas well as the blue defibrillation gel. Belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included downloaded data review and incoming functional testing, as recommended by zoll manufacturing corporation. . As received, the belt passed incoming evaluation. The evaluation included review of downloaded software flag files and incoming functional testing and passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition, detection algorithm performance, and pulse delivery functionality. Upon evaluation, there was gel leaking from the front therapy electrode. The root cause of the gel leak is physical abuse.

Event description:
A us distributor contacted zoll to report that a patient developed a red bumpy rash that was itchy under the therapy electrodes. The patient also noted that he had contact dermatitus. In addition, the patient reported that there was blue gel leaking from the front therapy electrode. It is not clear if the leaking gel was associated with the reported rash. The patient's belt was exchanged. Follow up indicated that the patient's physician prescribed cortisone cream and the rash improved.